Event description:
I bought a lo-bak trax, and the instruction manual states "the lo-bak trax logo is on the right side handle during use." There is a photo of the device, clearly showing the "right handle" on the side of the device with the "logo". So, I used my right hand to hold the handle on the side with the logo, and held the other handle with my left hand. When I applied pressure on the handles, the point in the center of the device was pushed into my crotch/scrotum, causing severe pain. I finally determined that the instructions do not match the device. The handle with the product logo should be held with the left hand, not the right hand. When I held the "logo" handle with my left hand, the product worked correctly. I don't know if the problem is with the manufacturing process (the logo was accidentally placed on the wrong side of the device), or if the problem is with the instructions (accidentally substituted the word "right" for "left"), but the device and instructions pose a definite safety hazard.